Event description:
It was reported that the customer experienced a malfunction alarm identified as malf 12 with the pump. There was no reported impact on the customer's blood glucose level. Technical support decided to replace the pump, and the customer was instructed to switch to an alternate form of insulin therapy using multiple daily injections (mdi) temporarily. The customer was also guided on how to put the pump into storage mode and return it with a pre-paid label.